Event description:
The customer reported erroneously elevated total beta human chorionic gonadotrophin (tbhcg) results, above the normal reference interval, for two patients, involving unicel dxi 800 access immunoassay system. Subsequent testing produced results within the normal reference interval. The erroneous result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse verified system hardware and noted no issues. The fse was dispatched to address sample pump errors observed by the customer. The fse addressed the pump errors observed by the customer by cleaning the pump components, re-installed the components, and priming the system. The fse verified repairs and completed quality control (qc) within the customer's established limits. The unit conformed to the manufacturer's published performance specifications. The customer stated quality control (qc) was within range prior to and after the event. The customer stated other samples that had recovered approximately 50 miu/ml had been retested and the results correlated. The customer stated there were no system issues during the event. All related medwatch reports associated with this event: 2122870-2012-00335, 2122870-2012-00336, 2122870-2012-00220.